Event description:
It was reported that patient had received inappropriate atp and hv therapy. Patient presented over remote transmission with an alert. Programming changes were made. Patient is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.